Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 63-year-old female patient, the device (sn (B)(6)) failed to discharge. Complainant indicated that the clinician obtained another device (sn (B)(6)) to continue treating the patient that also failed to discharge. The fire department used their device on the patient to continue treament and the device delivered the selected energy. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the screen protector. The end user did not remove the screen protector which prevented the operator from being able to depress the shock button. Once the screen protector was removed, the device operated as intended. The device was recertified and returned to the customer. Zoll is looking into improving the design of the screen protector in an attempt to prevent such occurrences in the future. Analysis of reports of this type has not identified an increase in trend.